Event description:
Dr. (B)(6) reported that one of his previous hifu patients had developed a rectal fistula. Patient was status post external beam radiation therapy (ebrt) and brachytherapy. Patient had a suprapubic catheter placed the day of the case. After the suprapubic catheter was discontinued, per the physician, the patient developed diarrhea which was later diagnosed as a rectal fistula. Dr. (B)(6) placed urethral catheter which was in place for 3 weeks as of (B)(6) 2019. Per dr. (B)(6) and verified via a review of the case images, the prostate and svs were ablated. Manufacturer requested access to the patient's treatment images to review the case, which dr. (B)(6) welcomed. A review of the case images by manufacturer occurred on august 30, 2019 and resulted in the following observations: the patient had a thicker than normal rectal wall, likely from previous prostate ebrt and brachytherapy. The physician followed power recommendations. The physician utilized the 3/6 duty cycle throughout the case. The equipment worked as intended. The physician did not ignore any alarms or blatantly misuse the device.